Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the drainage holes were too close to the tip of the catheter, which caused bleeding on insertion and infection which was treated with antibiotics.